Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. Based on the information provided, this complaint is being reported due to following conclusions: the tip cover reportedly came off the mcs instrument and subsequently got stuck in the cannula seal. The tip cover fell into the patient while the surgical staff attempted to retrieve it with a laparoscopic instrument. At this time, it is unknown how the tip cover came off the mcs instrument. No adverse event occurred as result of the reported event.

Event description:
It was reported that during a da vinci abdominoperineal resection procedure, the tip cover accessory was found missing from the monopolar curved scissor (mcs) instrument when it was removed from the patient. The surgical staff found the tip cover stuck in the 8mm da vinci port that contained a weck 5-8mm cannula seal. There was no report of any patient harm, adverse outcome or injury as a result of this reported event. On (B)(6) 2015, intuitive surgical, inc. (Isi) contacted the initial reporter, who is the isi clinical sales representative (csr), for more information. The csr stated that when the surgical staff attempted to retrieve the tip cover from the cannula seal with a laparoscopic instrument, the tip cover fell into the patient but it was successfully retrieved from the patient laparoscopically. The csr indicated that the cannula and tip cover were inspected prior to use, there was no noticeable damage to the tip cover, and the instrument's wrist was straightened when it was removed from the patient but the mcs instrument possibly made contact with other instruments during the surgical procedure. The site does not have a video recording of this case and the tip cover accessory has been discarded.